Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported during the insertion of the first 511sd, the vena cava was unintentionally transected. Pt had to be opened and open cholecystectomy was performed.